Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure. Troubleshooting was unable to resolve the issue. Surgical intervention may occur at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient with an inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of salesforce (so-536433) shows that a replacement procedure took place on (B)(6) 2022. The ipg was replaced without complications. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the ipg was explanted and replaced.